Event description:
It was reported that a warehouse found a polaris plug driver with a bent tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical information with the returned device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation. Visual inspection revealed that the tip of the device was twisted. Potential cause. Root cause was unable to be determined. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review. Per DHR review, the part was likely conforming when it left zimvie control. Device use. This device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a warehouse found a polaris plug driver with a bent tip during inspection after it was returned from a hospital. The hospital did not provide any patient or surgical information with the returned device.